Manufacturer narrative:
A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the surgeon did not want to use reduction forceps to reduce the two sternal halves while performing a cardiac closure as he felt they were too aggressive. The surgeon elected to perform the initial reduction of the sternum by hand with the 5 zip-fix implants. The surgeon then tried to use the zip-fix application instrument to tighten the construct, the device would not tension or close the zip-fix implants any further. The surgeon ended up tightening the zip-fix implants by using his hands and the flat (distal) end of a pair of forceps to finish reducing the sternum and close. The surgery was completed with no delay or extension of time. The patient's status/ outcome following the surgery was not known this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). A product development evaluation was completed: the device does not show any damages or markings on its single components which would indicate extensive use. No components are missing or seem to be loose. The preformed handling test with 3 implants did not show any malfunction of the instrument. All three implants could be tensioned and cut with the instrument as per the design intent. Product development does not see a systemic design fault regarding this issue. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the preformed handling test with 3 implants did not show any malfunction of the instrument. All three implants could be tensioned and cut with the instrument as per the design intent. Product development does not see a systemic design fault regarding this issue. Some (B)(4) instruments have been manufactured since feb. 2011. Therefore, this complaint is closed by product development as invalid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.